Manufacturer narrative:
The initial reports indicated that a perforation of the iliac artery occurred; the implanting physician subsequently reported that there was no perforation in this procedure.

Manufacturer narrative:
Attempts to obtain additional information from the facility have been unsuccessful. The product remains implanted and has not been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be obtained or the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that a transcatheter aortic valve implantation (tavi) was scheduled for a (B)(6) old extreme risk patient with multiple comorbidities including ischemic cardiomyopathy with an ejection fraction of 20%. Due to the patient's extreme risk condition, an on-pump bypass was considered during the tavi, however was not performed. During the procedure, sixty seconds after crossing the native aortic annulus with this transcatheter bioprosthetic valve in the delivery catheter system, the patient decompensated hemodynamically, arrested and CPR was initiated. The valve and delivery catheter system (dcs) were removed from the patient, and the valve was reloaded onto a second dcs. The patient was then placed on bypass and CPR was continued. The valve was deployed and successfully implanted. Upon removal of the 18 fr gore dry seal sheath, a small perforation of the iliac artery was noted, which was treated with percutaneous transluminal coronary angioplasty (ptca) and femstop placement. The patient was placed on extracorporeal membrane oxygenation (ECMO). One day following implant the patient was taken off of ECMO and subsequently died. The cause of death was not received. It was reported that the implant position was perfect and the function of the valve was normal. No autopsy was performed and the physician stated the elevated left ventricular end diastolic pressure (lvedp) and extremely low ejection fraction (ef) precipitated the hemodynamic instability.

Manufacturer narrative:
Additional information was received from the physician that the the elevated left ventricular end diastolic pressure (lvedp) and extremely low ejection fraction (ef) precipitated the hemodynamic instability which ultimately led to the patient's death. (B)(6).

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. It was reported the patient had an access site perforation after removal of the introducer sheath. Access site complications are a known potential adverse event associated with the procedure and likely this was a result of the patient's vascular condition interacting with the sheath. It was reported that this extreme risk patient did not tolerate the procedure as the patient decompensated as soon as the aortic valve was crossed. Patient did not recover and the valve was deployed successfully into a 'dead heart.' There are no allegations against a medtronic device and the patient death is most likely due to the patient's poor health. Attempts to obtain additional information from the facility have been unsuccessful. Should additional information be obtained or the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received information that a transcatheter aortic valve implantation (tavi) was scheduled for a (B)(6) year-old extreme risk patient with multiple comorbidities including ischemic cardiomyopathy with an ejection fraction of 20%. Due to the patient's extreme risk condition, an on-pump bypass was considered during the tavi, however, was not performed. During the procedure, sixty seconds after crossing the native aortic annulus with this transcatheter bioprosthetic valve in the delivery catheter system, the patient decompensated hemodynamically, arrested and CPR was initiated. The valve and delivery catheter system (dcs) were removed from the patient, and the valve was reloaded onto a second dcs. The patient was then placed on bypass and CPR was continued. The valve was deployed and successfully implanted. Upon removal of the 18 fr sheath, a small perforation of the iliac artery was noted, which was treated with percutaneous transluminal coronary angioplasty (ptca) tacking technique and femstop placement. The patient was placed on extracorporeal membrane oxygenation (ECMO). One day following implant the patient was taken off of ECMO and subsequently died. The cause of death was not received. It was reported that the implant position was perfect and the function of the valve was normal.